Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed recurring alert 38 motor stall notifications despite multiple restarts, prevented a dry run, and returned an unable to proceed message during rewind, consistent with a failure to infuse involving the motor component; the user confirmed the chamber was clear and transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.